Event description:
It was reported that while using instrument btm remanufactured bactec fx false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "following the windows 10 update and software version 6.40 update, 42 vials were declared positive. "

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx bottom remanufactured instrument (p/n 441677, s/n (B)(6)). Customer indicated about the false positives after a preventative maintenance was performed. Bd remote assistance communicated with the customer. Due to interactions and depending on the duration of the service interactions, false positive results can sometimes arise. This is an unconfirmed failure of the bd product. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. H3 other text : see h10.

Event description:
It was reported that while using instrument btm remanufactured bactec fx false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "following the (B)(6), 42 vials were declared positive."

Manufacturer narrative:
Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bactec¿ 9240, remanufactured catalog number 445569 which has k915796a as a 510k number.